Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the non-boston scientific left ventricular (lv) lead were suspected to exhibit a loss of capture. It was noted the lv lead was epicardial and it was possible this crt-d was unable to determine the lv threshold appropriately because of this. Technical services (ts) suggested reprogramming options. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the non-boston scientific left ventricular (lv) lead were suspected to exhibit a loss of capture. It was noted the lv lead was epicardial and it was possible this crt-d was unable to determine the lv threshold appropriately because of this. Technical services (ts) suggested reprogramming options. This crt-d remains in service. No adverse patient effects were reported. Additional information was received from the field. Loss of capture was unable to be confirmed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.